Event description:
A customer reported about what was described as a discrepant antibody screening result for one proficiency sample in tube method.the customer reported that, on the (B)(6) 2020, they had tested a proficiency sample for antibody screening in the indirect antiglobulin test (iat) using selectogen in tube method, and that they had obtained negative reactions with the 2 cells of the red cell reagent.the customer reported that they had retested the proficiency sample using the same reagents, and the results were the same.the customer reported that the proficiency supplier stated there was an anti-jka(jk1) antibody present in the sample, which was undetected.no further testing was completed.the customer reported that the false negative result was not reported to the proficiency supplier (api) because the proficiency agency determined the results for this sample to be inconclusive. Out of 408 participants, 272 got the correct answer and 136 did not.the customer reported that no patients were harmed as a result of the reported events.

Manufacturer narrative:
Retains testing for selectogen lot s237 was not requested due to the product being expired at the time this assessment was made. Retains testing was not requested due to the product being expired at the time this assessment was made.based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.(B)(4)